Event description:
Info was received in 2005 from the physician's office regarding a pt with a history of pain associated with osteoarthritis who experienced swelling and inflammation. They began treatment with synvisc approx 2 years ago. The pt received two synvisc injections to the knee approx 2 years ago (date unk). After the second snvisc injection, the pt experiended swelling and inflammation. They required hospitalization with unk corrective treatment. Following treatment, the swelling and inflammation resolved. The pt discontinued synvisc therapy. Subsequently the pt received hyalgan and eventually underwent surgical knee replacement. The reporting healthcare professional assessed the events of swelling and inflammation as related to snvisc therapy. The causality assessment for the surgical knee replacemnt was not provided by the reporting healthcare professional. At the time of this report, the pt's swelling and inflammation had resolved. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.